Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30052016la number, and no internal action was found during the review. Concomitant medical products: non biosense webster, inc. ¿ st. Jude medical brk1, non biosense webster, inc. ¿ safesept wire. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring no interventions but extended hospitalization. During ablation phase, near the end of the procedure, a pericardial effusion was confirmed by echo. No medical/surgical intervention was required. The patient was transferred to the coronary care unit (ccu) in stable condition and required one extra night stay in the hospital, overnight is standard protocol for afib ablation but the patient stayed a second night. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the event is that it was procedure and patient condition related. No error messages were observed on any biosense webster inc. Equipment during the procedure. A st. Jude medical brk1 and safesept wire were used to go across the fossa ovalis but did not puncture. They passed through patent foramen ovale (pfo). There was no evidence of steam pop during the ablation. The catheter irrigation was set at 8-15 ml/min while ablating and 2 ml/min pre and post ablation.